Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No low battery alerts noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty sensor resistor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated that the alarm occurred after getting out of the shower. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.